Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced the infusion set tubing pulled off event on (B)(6) 2026. The infusion set had been in use for 2 days. No further information available.